Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited low pacing impedance and failure to capture at high output. The rv lead was not used and replaced. The patient remained stable throughout the procedure and no patient consequences were reported.